Event description:
On (B) (6) 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the leading end of the delivery catheter for the gore excluder aaa endoprosthesis contralateral leg component broke off within the pt. A snare was used to remove the broken component. It was reported that the procedure was successfully completed.